Event description:
Home patient reported patient line fell to floor prior to connecting herself and patient proceeded to connect herself. Patient was instructed to discontinue treatment and restart with new supplies. Rn was informed of above incident and will reinstruct patient on proper aseptic techniques. No patient injury or medical intervention was required.